Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Additional information was received 2019-09-13. It was reported patient becomes unable to function when she does not feel paresthesia (slumps in chair, can barely talk, etc). Her husband called and reported she was in this state and that the system turned off and wasn¿t working. After further interrogation, learned that the patient¿s system was on and she was receiving a ¿cannot deliver desired settings¿ message on her controller. She claims she had been running stim at 9.0 but now cannot turn it past 1.0 because she gets this message. Impedances were checked and contacts 10, 11, and 14 were measuring over 40000. Contact 11 was being used for programming. They were reprogrammed to avoid contact 10, 11, and 14. Patient was able to turn stim up and feel paresthesia and at that point able to function again (sit up and communicate). They added an additional program to avoid lead 8-15 altogether to use as well. In regard to the ¿non functioning status¿ when the patient no longer feels paresthesia, physician feels this is a psychological phenomenon. No further complications were reported/anticipated. See prior regulatory rep # 3004209178-2019-03801 for information previously reported concerning this patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient has a condition where when her stimulation turn off, the patient becomes unresponsive and cannot walk and does not talk. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On october 3, 2019, additional information was received from the rep who had confirmed the information with the hcp. No medical history was provided to the manufacturer for confidential reasons. The cause of the "stated of somewhat consciousness" has not been determined however, two physicians had eluded to psychological causes. No known testing had been done. However, the rep had conducted a couple of tests with stimulation including impedance testing. The other test was to test the theory that the patient was having "symptoms" when they no longer felt stimulation. For example, the patient originally stated that when the ins turns "off" they essentially shut down. However, it was only when the patient stopped feeling the stimulation that they exhibited symptoms, which appears to be psychological. The rep and the physicians do not believe it is related to the device. The issue has not been resolved yet. No further complications were reported or anticipated.